Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) reported that this lead is fractured. It is not indicated if any intervention was taken.

Manufacturer narrative:
This lead was extracted on (B)(6) 2016. The lead was externalized. Upon receipt, the lead under complaint was found cut at approximately 13.5 cm and approximately 22 cm distal to the is-1 connector pin. Three parts of the lead were received and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. At the distal lead fragment the insulation was found rubbed through. In particular between 52.5 cm and 55 cm distal to the is-1 connector pin the conductor cable to the ring electrode was found outside the lead body as mentioned in the complaint description and visible in the available x-ray. Additionally between 56 cm and 57.5 cm distal to the is-1 connector pin severe signs of abrasion were found. The abrasion marks in this area demonstrated a deep ridged surface 360¿ around the lead body. Furthermore the distal shock coil was found deformed and demonstrated tissue residuals in this region. Based on the characteristics of these findings, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion and friction against modified tissue in the area of the tricuspid valve combined with an ingrowth of the distal shock coil, which led to limited mobility of the lead, should be taken into account. The blackening in several areas of the lead mentioned in the complaint description was proved to be coagulated blood residuals which penetrated the lead's lumen. Further damages, such as cuts in the insulation and deformations of the shock coils, most likely resulted from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.